Event description:
It was reported that the atrial lead had high threshold measurements seen on the patient's remote monitoring report. It was further discussed the method of measurement of capture management and how it does not give specific values above a certain range. The device and lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.